Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating the right ventricular lead was replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing and pacing inhibition was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was able to be reproduced. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating noise was noted on the right ventricular lead after the device was reprogrammed. No additional intervention has been performed. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the right ventricular (rv) lead was explanted during the replacement procedure.